Event description:
This was a lead extraction case performed in the operating room to remove 5 very old (16 to 22 years) and heavily calcified leads. When extracting the last lead (make and model unknown), the physician upsized from 14f to 16f glidelight because he could not advance the sheath, but the 16f sheath was stuck as well. He then identified a perforation, and immediately opened the chest. He made a tamponade, but it didn't work. A sternotomy and bypass were performed and the svc perforation was repaired. Patient survived intervention, but is still in ICU due to a big thrombus.